Event description:
An endurant iis stent graft system was implanted as part of the advance study for the treatment of abdominal aortic aneurysm. The main stent graft (esbf2814c103e) was successfully deployed, followed by the placement of endurant stent graft limbs: (etlw1620c124e) in the right iliac artery and (etlw1620c93e) in the left iliac artery. It was reported during the one-year follow-up, cta imaging of the abdomen and pelvis revealed a type I endoleak. The endoleak was not resolved. The patient was scheduled for an aortogram and a possible redo endovascular aortic repair. The sponsor assessed the type I endoleak as having a possible relationship to the index procedure and to the device and not related to the patients underlying condition/ disease no additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name endurant ii iliac stent graft; product ID: etlw1620c124e (serial: (B)(6)); product type: 0180-aortic stent graft; implant date: (B)(6) 2023; brand name: endurant ii iliac stent graft; product ID: etlw1620c93e (serial: (B)(6)); product type: 0180-aortic stent graft; implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received : it was confirmed that endoleak was a type I proximal involving the main body bifurcate esbf2814c103e, serial #: (B)(6). Per the physician, vessel tortuosity may have contributed to the endoleak. Intervention was performed approximately 1 year and 1 month post -index procedure where an endurant ii cuff was placed, resolving the endoleak. The site assessed the endoleak as possibly related to the study device and not related to the procedure or underlying condition or disease. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: the site assessed the endoleak as possibly related to an underlying condition or disease. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.